Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was 19 mg/dl and customer lost consciousness. Paramedics transported customer to the emergency room (ER) and customer was treated with intravenous medication. After 7 hours, customer left ER and "felt fine"; bg was 238-248 mg/dl. Prior to the low bg event, customer had not activated a new continuous glucose monitor sensor session due to arthritis and was not monitoring blood glucose (bg). Reportedly, customer had not eaten and did not realize bg was low.